Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced a controller that changed to the second battery when the first battery had greater than 25% capacity still remaining. It was suggested by a clinical engineer that the batteries be replaced. The batteries were exchanged with no reported consequence or impact to the patient. No additional information was reported. This is report 3 of 3.

Manufacturer narrative:
Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. This is one of three reports (3007042319-2015-01753, 3007042319-2015-01754 and 3007042319-2015-01755) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01753, 3007042319-2015-01754) submitted for devices related to the same event.